Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fatal error occurred on underlying can be caused by network or hardware issue. A technical support specialist dialed in as needed and conducted a health check of the station, verified system time accuracy, database size at 5.5 gigabytes within acceptable limits, and recovery model set to simple, reviewed logs and noted purge related issues occurring, with multiple timeout errors observed prior to reboot, post-reboot, errors significantly reduced, determined the issue was resource related, causing timeouts, and that the reboot released resources and stabilized performance. Customer later confirmed the root cause was a drive space issue that had already been resolved by a colleague. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had fatal error the customer stated that this malfunction occurred while dispensing the medication, and they were unable to issue the medication, which resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.